Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks based from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(4); batch: 16384996. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7070993.

Event description:
It was reported that the patient developed an infection as the midline incision site was opened, exposing the anchor. It was also reported that the patient was experiencing discomfort and was placed on antibiotics. The patient underwent an ipg and leads explant procedure and was doing well postoperatively. The explanted devices will not be returned.